Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, heavily calcified, 99% stenosed mid left anterior descending (lad) coronary artery. A 3.00 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced with resistance felt to the lesion and on the second inflation to 12 atmospheres the balloon ruptured. The procedure was completed by with the deployment of a xience alpine stent implant and post-dilatation with a non-abbott bdc. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.